Manufacturer narrative:
(B)(4). (B)(4) - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the clip was deployed; however, it remained on the distal end of the device. The device could not be removed from the vessel. The access ports were used unsuccessfully. Force was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported information that the clip remained on the distal end of the device and the device was difficult to remove. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.